Manufacturer narrative:
Investigation results: five sample units were received for investigation by our quality engineer team. Upon examination, the top web was observed to not have properly been adhered to the bottom web. The cause of the observed defect was determined to be insufficient/inadequate adhesive transfer. No other packages are determined to have been affected by this issue. A device history record review showed no rejected inspections or quality issues for the provided lot number that could have contributed to this defect. DHR: all challenges and in process inspections associated with the defect were successful. Qn: no qns were initiated related to the defect. Eura: the defect can be due to handling of the top web, incorrect parameters, splice tape , damaged seal gaskets and dies and product in the seal area. These were not identified as issues during the production of the batch. Visual analysis: the top web was not properly adhered to the bottom web. The defect was confirmed during the investigation. The cause of the defect was insufficient/inadequate adhesive transfer. No other packages were impacted by the issue. The severity of the defect is limited and the occurrence is low. Complaints are monitored monthly for trends and actions are taken as needed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 out of 20 bd nexiva¿ closed IV catheter system(s) that were received by the customer were not sealed correctly when they arrived. Customer states "it appears as the packaging glue did not take". This was observed before use and there was no report of injury or medical interventions.